Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twelve clips remaining. No visual abnormalities were observed with the instrument. A clip in two pieces was received; visual inspection noted the clip was burnt at the apex and on one clip leg. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged clip may occur if a clip comes into contact with a cautery device during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the doctor squeezed the handle to load the clips in the abdominal cavity, the device felt very hard and an abnormal sound was heard. They stopped using the device and when the handle was forcefully squeezed outside the body, from the inside of the jaws, the clip broke into two and fell down. A new product was opened and used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.